Manufacturer narrative:
An event of shortness of breath, difficulty urinating, extreme fatigue, and defective device was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported events could not be conclusively determined. The reported hospitalization and surgical intervention were influenced by case-specific circumstances, as the device was explanted and replaced with a new valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. In august 2022, an ultrasound of the patient's heart did not reveal any issues. In (B)(6) 2022, the patient experienced shortness of breath, difficulty urinating, and extreme fatigue. The patient was admitted to the hospital. The patient reported that their lungs had fluid buildup and that their ankles were swollen. During hospitalization, the patient's lungs were drained. The patient was sent home with a catheter and referred to a nephrologist for further assessment. On (B)(6) 2022, the patient experienced extreme shortness of breath and appeared "grey." The patient felt weak and fatigued. The patient was admitted to the hospital, and it was reported that the patient was in and out of consciousness. The patient was told that there was blood coming out of her nose and mouth, and the family was advised that it was the aortic heart valve. The patient additionally states that there was internal bleeding, which was resolved. On (B)(6) 2022, the patient underwent a transcatheter aortic valve implantation without complications. A 26mm non-abbott valve was implanted, and it was reported that the trifecta valve was explanted. The patient reported that they were on life support post procedure and had a low blood count. Patient was weak and required an extended hospital stay. The patient reports having to learn to talk and walk again. The patient reports that the physician sent the valve out for testing and that the results indicated that it was defective, but no other details were provided. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On (B)(6) 2022, the valve was explanted due to unknown failure. The patient status was stable.